Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt in the light guide bundle and no image was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the dirt on the light guide bundle could not be identified. Based on the results of the investigation, it is likely the damage of the charged coupled device unit and scope connector led to a black and white image and no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.